Event description:
It was reported that an asymptomatic patient came for follow up with a device with post-sensed t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Reprogramming was made. No reported adverse consequences.